Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 3 months. The device was returned for investigation. The evaluation is not yet complete.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had been extremely non-compliant. The patient was only seen twice in the vad clinic. On (B)(6) 2017, the patient presented into the emergency room and complained of pain at the driveline exit site. The patient left the hospital against medical advice. The patient was later admitted to the hospital on (B)(6) 2017, and the driveline exit site and blood cultures were positive for staphylococcus aureus. The patient was treated with cefazolin and gentamicin. Due to the severity of the infection, the patient¿s family decided to withdraw care. The patient was placed under hospice care and pump support was terminated. The patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was returned with the percutaneous lead (driveline) severed at the pump end bend relief and the severed portion was returned in two pieces. Examination of the pump blood-contacting surfaces revealed depositions of loosely coagulated blood and tissue-like formations within the inlet elbow, outflow graft attachment, and throughout the body of the pump. The lack of structure of these depositions indicates that they formed acutely and did not likely contribute to any functional issues. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A correlation between the depositions found in the evaluation and the reported driveline infection cannot be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.